Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured october 5, 2012 to october 6, 2012. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor delivered its contents at a faster rate than expected, though the actual flow rate was not specified. The drug being infused was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.